Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer states that during 3rd firing with idrive, firing was advanced just few mm and stopped. The user pressed the blue button several times, but could not fire further. The user pressed the silver button and the jaws were opened without tissue damage. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
(B)(4). :post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre fired. Functional evaluation noted that the reload functioned without issue. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the device history record indicates this device lot number as released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.